Manufacturer narrative:
(B)(6): a visual evaluation of the returned device revealed that the pull wire was kinked/bent near the proximal end of the push catheter. The bent pull wire indicated that the pull cap was attached during manufacturing. The push catheter was bent and twisted next to the hub with a slight tear exposing the green portion of the wire. The push catheter was buckled at the interface between the blue and white extrusion. The hub was received in the un-locked position. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a naviflex biliary rx delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a female patient approximately (B)(6) (patient exact age, and weight are unknown). During the procedure, as the delivery pullwire was retracted for stent deployment, the pullwire cap came off the stent could not be deployed. The procedure was successfully completed with an olympus device with no reported patient complications. The patient was reported to be in stable condition after the procedure. This event has been deemed a reportable event based on the investigation results; slight tear of the push catheter next to the hub.